Event description:
It was reported that prior to use with 5 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the non patient end of the needle separated from the holder hub. The following information was provided by the initial reporter: wanted to make you aware of defective bd eclipse 21g blood collection needles (since they are supplied by the lab). Defective needle did not make it to the patient. It was discovered in prep. There were a total of 5 defective needles, and another 11 with same lot number that I pulled over an abundance of precaution. The needle part the secures to the hub part is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-oct-2023. E4: FDA notified?: yes. E4: the initial reporter also notified the FDA on xx month, year. Medwatch report # mwxxxxxx. H6: investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked holder hub was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cracked holder hub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked holder hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 5 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the non patient end of the needle separated from the holder hub. The following information was provided by the initial reporter: wanted to make you aware of defective bd eclipse 21g blood collection needles (since they are supplied by the lab). Defective needle did not make it to the patient. It was discovered in prep. There were a total of 5 defective needles, and another 11 with same lot number that I pulled over an abundance of precaution. The needle part the secures to the hub part is broken.